Manufacturer narrative:
Although it is unknown if the devices led to the event, we are filing this report for notification purposes. Following devices were involved: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, patient reported constant pain, radiculopathy, swelling in and around the area of the surgery and fluid collection at the site. Complications began shortly after 2nd surgery and have become progressively worse.